Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached over 250 mg/dl less than 24 hours after the pod was activated. He had someone check his site and they noticed the cannula was not properly inserted into the infusion site. Upon removal the cannula was also bent.